Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing dislocation problems and developed particle disease and high ion levels.

Manufacturer narrative:
Device was not returned therefore; no product evaluation could be conducted. . Part and lot number are required to review device history records and neither were provided. This device was used for treatment. Unable to perform a compatibility check based on provided information. Generic complaint history review was performed as part/lot number was not provided. Insufficient information, so no risk assessment could be conducted. No medical records were received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.